Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 298 mg/dl. Reportedly, the supplies were changed to address the event. Customer used cartridge for 3-4 days with humalog insulin and tandem's technical support educated customer on cartridge/insulin labeling.